Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic pain/pelvic area') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, asthma, urinary frequency, menometrorrhagia, itching, septoplasty, diarrhea, breast pain, abdominal pain, infertility, libido decreased, shoulder pain, human papilloma virus infection, anxiety and depression. She denies any flank pain. Concomitant products included bupropion, ethinylestradiol;etonogestrel (nuvaring), hydroxyzine embonate (hydroxyzine pamoate), meloxicam, montelukast, propranolol, salbutamol sulfate (albuterol) and sumatriptan succinate. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced migraine ("migraines / headaches") and was found to have weight increased ("weight gain"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"), 2 years 1 month after insertion of essure. In (B)(6) 2014, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). On an unknown date, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type:vaginal"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety and mental anguish") and hypersensitivity ("allergic reaction"). The patient was treated with codeine, paracetamol (acetaminophen) and surgery (hysterectomy). At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, urinary tract infection, vaginal infection, migraine, depression, anxiety, dysmenorrhoea, weight increased and hypersensitivity outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, hypersensitivity, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight 220 lbs. Patient placed and iud in (B)(6) 2009 and removed in (B)(6) 2011 which had tubal ligation. Have you had your essure (or any part of the device) removed? No. If you have not had your essure removed, are you currently planning for essure removal? Yes (per pfs). Plaintiff did not undergo essure confirmation test (per pfs) patient received treatment for pain, abnormal bleeding, urinary/bladder problems. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: the essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received: new event "allergic reaction" was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic pain/pelvic area') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, asthma, urinary frequency, menometrorrhagia, itching, septoplasty, diarrhea, breast pain, abdominal pain, infertility, libido decreased, shoulder pain and papilloma viral infection. She denies any flank pain. Concomitant products included bupropion, hydroxyzine embonate (hydroxyzine pamoate), meloxicam, montelukast, propranolol, salbutamol sulfate (albuterol) and sumatriptan succinate. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced migraine ("migraines / headaches") and was found to have weight increased ("weight gain"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"), 2 years 1 month after insertion of essure. In (B)(6) 2014, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). On an unknown date, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type:vaginal"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anxiety and mental anguish"). The patient was treated with codeine, paracetamol (acetaminophen) and surgery (hysterectomy). At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, urinary tract infection, vaginal infection, migraine, depression, anxiety, dysmenorrhoea and weight increased outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight (B)(6) lbs. Patient placed and iud in (B)(6) 2009 and removed in (B)(6) 2011 which had tubal ligation. Have you had your essure (or any part of the device) removed? No. If you have not had your essure removed, are you currently planning for essure removal? Yes (per pfs). Plaintiff did not undergo essure confirmation test (per pfs). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.7 kg/sqm. Hysterosalpingogram - on an unknown date: the essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jul-2019: pfs received events the case become incident " abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: uti, vaginal, migraines / headaches, depression, anxiety and mental anguish, dysmenorrhea (cramping), pain, weight gain" were added. Reporter, patient and product information were added. Medical history were added. Concomitant and treatment drug were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic pain/pelvic area') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, asthma, urinary frequency, menometrorrhagia, itching, septoplasty, diarrhea, breast pain, abdominal pain, infertility, libido decreased, shoulder pain, human papilloma virus infection, anxiety and depression. She denies any flank pain. Concomitant products included bupropion, ethinylestradiol;etonogestrel (nuvaring), hydroxyzine embonate (hydroxyzine pamoate), meloxicam, montelukast, propranolol, salbutamol sulfate (albuterol) and sumatriptan succinate. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced migraine ("migraines / headaches") and was found to have weight increased ("weight gain"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"), 2 years 1 month after insertion of essure. In (B)(6) 2014, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). On an unknown date, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type:vaginal"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety and mental anguish") and hypersensitivity ("allergic reaction"). The patient was treated with codeine, paracetamol (acetaminophen) and surgery (hysterectomy). At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, urinary tract infection, vaginal infection, migraine, depression, anxiety, dysmenorrhoea, weight increased and hypersensitivity outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, hypersensitivity, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight 220 lbs. Patient placed and iud in (B)(6) 2009 and removed in (B)(6) 2011 which had tubal ligation. Have you had your essure (or any part of the device) removed? No. If you have not had your essure removed, are you currently planning for essure removal? Yes (per pfs). Plaintiff did not undergo essure confirmation test (per pfs). Patient received treatment for pain, abnormal bleeding, urinary/bladder problems. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: the essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic pain/pelvic area') and device dislocation ('misplaced essure device') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, asthma, urinary frequency, menometrorrhagia, itching, septoplasty, diarrhea, breast pain, abdominal pain, infertility, libido decreased, shoulder pain, human papilloma virus infection, anxiety and depression. She denies any flank pain. Concomitant products included bupropion, ethinylestradiol;etonogestrel (nuvaring), hydroxyzine embonate (hydroxyzine pamoate), meloxicam, montelukast, propranolol, salbutamol sulfate (albuterol) and sumatriptan succinate. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced migraine ("migraines / headaches") and was found to have weight increased ("weight gain"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"), 2 years 1 month after insertion of essure. In (B)(6) 2014, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), vaginal infection ("infection (bladder/ urinary tract/vaginal) type:vaginal"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety and mental anguish") and hypersensitivity ("allergic reaction"). The patient was treated with codeine, paracetamol (acetaminophen) and surgery (bilateral removal of the essure device and hysterectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, device dislocation, vaginal haemorrhage, menorrhagia, urinary tract infection, vaginal infection, migraine, depression, anxiety, dysmenorrhoea, weight increased and hypersensitivity outcome was unknown. The reporter considered anxiety, depression, device dislocation, dysmenorrhoea, hypersensitivity, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight 220 lbs. Patient placed and iud in (B)(6) 2009 and removed in (B)(6) 2011 which had tubal ligation. Have you had your essure (or any part of the device) removed? No. If you have not had your essure removed, are you currently planning for essure removal? Yes (per pfs) plaintiff did not undergo essure confirmation test (per pfs) patient received treatment for pain, abnormal bleeding, urinary/bladder problems diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: the essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-mar-2021: mr received : event "misplaced essure device", reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic pain/pelvic area') and device dislocation ('misplaced essure device') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, asthma, urinary frequency, menometrorrhagia, itching, septoplasty, diarrhea, breast pain, abdominal pain, infertility, libido decreased, shoulder pain, human papilloma virus infection, anxiety and depression. She denies any flank pain. Concomitant products included bupropion, ethinylestradiol;etonogestrel (nuvaring), hydroxyzine embonate (hydroxyzine pamoate), meloxicam, montelukast, propranolol, salbutamol sulfate (albuterol) and sumatriptan succinate. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced migraine ("migraines / headaches") and was found to have weight increased ("weight gain"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"), 2 years 1 month after insertion of essure. In (B)(6) 2014, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), vaginal infection ("infection (bladder/ urinary tract/vaginal) type:vaginal"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety and mental anguish") and hypersensitivity ("allergic reaction"). The patient was treated with codeine, paracetamol (acetaminophen) and surgery (bilateral removal of the essure device and hysterectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, device dislocation, vaginal haemorrhage, menorrhagia, urinary tract infection, vaginal infection, migraine, depression, anxiety, dysmenorrhoea, weight increased and hypersensitivity outcome was unknown. The reporter considered anxiety, depression, device dislocation, dysmenorrhoea, hypersensitivity, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight 220 lbs. Patient placed and iud in (B)(6) 2009 and removed in (B)(6) 2011 which had tubal ligation. Have you had your essure (or any part of the device) removed? No. If you have not had your essure removed, are you currently planning for essure removal? Yes (per pfs). Plaintiff did not undergo essure confirmation test (per pfs). Patient received treatment for pain, abnormal bleeding, urinary/bladder problems . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: the essure device was successfully occluded. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 23-mar-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.